Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6) return requested. Replacement camera shipped to site. No parts have been received by manufacturer for analysis. On (B)(4) "2916" a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system polaris spectra system control unit (scu) giving an error. Intermittently there is no communication with camera and the footswitch intermittently not functional. The site was checking the navigation system, prior to the start of a procedure, in preparation for the day. A re-boot of the system restored normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect system control unit (scu) finds that as reported, the scu powered up with the amber fault light on. A check of the event log indicated a hardware fault of internal strober error. The log had recorded a history of intermittent internal strober error. Part was sent to the vendor for further analysis which found: unit had a hardware fault displayed due to a shorted out component on the front panel board. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.